Event description:
November 6, 2021 - additional information received from the physician/author stated that medtronic product did not cause or contribu te to the observed adverse events.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: bobylev et al. Valve-sparing aortic root replacement in adult patients with congenital heart disease. Interact cardiovasc thorac surg. 2021 jul 19;ivab189. Doi: 10.1093/icvts/ivab189. Earliest date of publish used for date of event. Medtronic products referenced: hancock conduit (PMA# p790007, product code lwr), contegra (PMA# h020003, product code mwh). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding aortic root replacement in adult patients with congenital heart disease. All data were collected from a single center between 2006 and 2020. The study population included seven patients (all male, mean age 31 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, two underwent simultaneous pulmonary valve replacement with implant of a medtronic hancock conduit or contegra (unique device identifier numbers not provided). Among all patients, no operative or late deaths occurred. One patient (patient #4) was noted to have a dilated contegra aortic root which required intervention in which it was removed from the right ventricle outflow tract and reimplanted into a vascular graft. Among all patients, during a mean follow-up period of 8.7 years, six were noted with mild aortic regurgitation and one developed severe aortic regurgitation. The latter required intervention at 2.1 years post-implant to replace the aortic valve. Based on the available information medtronic product was associated with the aortic dilatation and may have been associated with the observed aortic regurgitation. No additional adverse patient effects or product performance issues were reported.